Event description:
A report was received that the patient underwent a pocket revision procedure. The patient was not happy with the location of the ipg. The physician moved the pocket to a more comfortable location. The patient is reportedly doing well following the procedure.